Event description:
The haptic was found kinked upon opening the lens carrier.

Manufacturer narrative:
The lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. One haptic of the lens was found bent; however, due to the condition in which the lens was received, the cause for this malfunction cannot be determined.